Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l5-s1 using rhbmp-2/acs combined with local bone graft and synthetic allograft, and placed this mixture inside of an interbody cage. Following the patient¿s surgery, the patient developed radicular pain. The patient underwent additional imaging. A CT dated (B)(6) 2008 demonstrated that the patient had developed ¿exuberant bone formation around her disk space posteriorly¿ which was bulging into the spinal canal. The patient underwent additional surgery to address the bone formation around her disk space and revise the hemilaminectomy at l5-s1 on (B)(6) 2009. The patient has never recovered from the surgery and she has daily, disabling pain that prevents her from performing many basic activities of daily living.